Event description:
It was reported that the patient experienced high blood glucose levels and was treated with manual bolus on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia. Establishment name: medtronic minimed. Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Post office or zip code: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.